Event description:
It was reported that, during a replacement procedure, loss of capture (loc) was noted in this implantable cardioverter defibrillator (ICD) system from the non-boston scientific leads. It was suspected to be an issue with this older leads as it have been implanted for over a decade. Subsequently, this lead were surgically abandoned and new boston scientific leads were implanted instead. No additional adverse patient effects were reported outside the revision procedure. This ICD remains in service.